Manufacturer narrative:
Product complaint # (B)(4). Additional information: a3. Gender. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient (female, specific age unknown) underwent cesarean section in hospital on march 11, 2023. The surgeon used vcp316h for subcutaneous tissue sewing in the way of interrupted suturing. The needle broke during the sewing (the specific length of the broken end of the needle was unknown). The surgeon immediately looked for the broken needle and found it. After checking the integrity of the needle, a new suture was replaced (the specific product information was unknown) for suturing. The subsequent surgical suturing was smooth. There was no harm to the patient due to this event, and the patient has been discharged smoothly now. No subsequent adverse events were reported. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a wound closure procedure on 3/11/2023 and suture was used. The needle broke when the surgeon attempted to sew skin. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? What tissue structure the broken needle was located? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.